Event description:
The report from the affiliate indicated that: the patient was admitted for an elective procedure. The target vessel was the non-tortuous left main to the proximal lad. The de novo, 23.1mm, type c lesion was an eccentric, bifurcated, introitus lesion. Directional coronary atherectomy (dca) was conducted on the target lesion. A 3.5 x 23mm cypher was implanted at 22atm for 30 seconds. Postdilation was done with the dca's balloon (size l). Details regarding the inflation pressure and times are unknown. Ivus was conducted. Timi flow pre and post procedure was 3. The residual stenosis was 0%. Five hours later, the patient complained of chest pain. Coronary angiography was conducted and thrombus was found in the implanted cypher stent from the proximal end. Poba was conducted, but thrombus would not disappear so cagb was conducted. The patient was discharged three weeks later. Act was not measured. Preprocedure medications were aspirin 200mg/day, ticlid 200mg/day, nicorandil 15mg/day; intraprocedure medications were aspirin 200mg, heparin 10,000 units, ticlid 200mg, and isosorbide dinatrate 10mg; postprocedure medications were not listed. The patient was also prescribed bisoprolol fumarate 18 days prior to the procedure. Per reporter, the lad was bypass during CABG. Physician's comment: "the possible cause of the thrombotic event was because ticlopidine hydrochloride was not working on the patient event though it was administered 10 days prior to the implant.